Event description:
Additional information received reported the patient didn¿t charge the device and went away for a month. It was reported that currently the device wouldn¿t work and wouldn¿t charge at all. The patient was attempting to work with the manufacturer representative and the health care provider.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received 3 weeks later reported the patient couldn't get the device to charge. A communication problem was reported and an implantable neurostimulator (ins) overdischarge was suspected. Patient compliance was reportedly the primary reason for overdischarge. The last successful recharging session was 2 months ago. The patient reportedly had a nerve problem in his right leg that wouldn't go away. The patient was reportedly "getting worse and going downhill." The patient reportedly couldn't sleep and took sleeping pills that didn't help him sleep.

Event description:
It was reported that a patient hadn¿t used his stimulator for a few months because he was ¿feeling pretty good¿. It was reported that the patient was now back to normal and was unable to get his implantable neurostimulator (ins) to charge. It was reported that he noticed the issue last week sometime but hadn¿t called anyone about it until now. It was stated that a communication problem was reported. It was noted that the patient did not remember what screens were showing. No additional information received. The healthcare professional (hcp) reported that they had not seen the patient since 2011.